Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip is scissoring as closing and there is a gap in the middle of some of the clips. The device was fired by experienced user and residents with the same issue. Another device was used to complete the procedure. No additional information was available. There was no patient consequence.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned with a clip in jaws and in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining 11 clips as intended. The reported event could not be confirmed as the device was found to be fully functional. No conclusion could be reached as to what may have caused the reported incident. In addition, 3 scissor clips and 1 conforming clip inside a sample bag were received. However, it could not be determined what may have caused the received malformed clips. .the manufacturing records were reviewed and no discrepancies were found during the manufacturing process.